Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and the helix of the lead was extrinsically bent. The distal low voltage electrode of the lead was covered in blood. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. Visual analysis of the lead indicated damage at implant. The analyst noted accurate measurement of the helix is not possible due to the helix being bent. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead was unable to fixate in the atrial appendage. The physician determined this to be due to patient anatomy as there was a scar located on the appendage the ra lead was explanted and returned to the manufacturer and subsequently tested out of specification during manufacturer's analysis.  No patient complications have been reported as a result of this event.